Event description:
Per the clinic, the patient developed an infection (abscess) at the implant site and subsequently was treated with antibiotics (type, date and duration not reported). Subsequently, the device was explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.